Manufacturer narrative:
The baxter technician found the power cord was loose at the integrated plug connection on the column and it needed to be secured. The surgical table is intended for the following use: ¿ patient positioning during surgery, including anesthesia induction and recovery from anesthesia. ¿ task-related patient transfer within the operating theatre. ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The technician reset the table and secured the power cord connection to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a total loss of functions were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that trusystem 7500 u mobile column had no functions. The table was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.